Event description:
It was reported that that shaver tip broke off while in joint. The part was retrieved.

Manufacturer narrative:
Product was received in-house at stryker endoscopy and was lost or accidentally scrapped prior it to being investigated. Reportability decision was checked for consistency. Alleged failure: broken tip. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that that shaver tip broke off while in joint. The part was retrieved.